Manufacturer narrative:
Penicillin was prescribed to the patient for treatment of the burn. The handpiece was sent in for evaluation. At the evaluation, it was found that the top of the handpiece was dented at the back cap. The dent was causing the back cap to be depressed which caused the handpiece to overheat. A replacement handpiece was sent to the doctor.

Event description:
The doctor was working on bridge tooth #7 then noticed a burn on the patient¿s cheek and tongue. Burn diameter was dime size on the cheek and larger then quarter size on the tongue.